Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that on the current program and setting when moving - walking or when they have a bowel movement, the stimulation sensation was uncomfortable.  With instruction, patient connected to implant. Patient services reviewed general programming guidance. Patient decided to switch programs and adjusted setting. Patient services confirmed stimulation in bicycle seat area and comfortable. Patient will maintain stimulation level and will continue to track symptoms. Patient said does have follow up appointment in a couple of weeks. 2022-dec-13 rtg0376094 (con): additional information was received from the patient (pt) . They called back repeating a continuation of this event that they are "pretty much" having the same problem. Pt stated they want to change the stimulation and inquired if they needed to turn therapy off/on to lock in the new setting. Pt stated they did not feel stimulation when they increased stimulation so they left stimulation where they had it. Pt reported they are "not necessarily" getting a 50% reduction in symptoms. Pt stated they knew the device was only good for accidents, but reported they are having the same amount of leakage that they were having before that they were concerned about (pt seeing no improvement in leakage). Patient services reviewed therapy overview and how to adjust therapy. Pt will continue increasing stimulation until feeling stimulation comfortably and will monitor symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to feel the stimulation was determined. They just had to raise the settings on the stimulation, which they did that and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.